Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The day after implant, when an x-ray was taken, the atrial lead was found to have dislodged. A re-fixation procedure was performed. The lead remains implanted. Should additional information be received this file will be updated.